Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not turned on and stays on the philips interface. Analysis of the system log files identified a malfunctioning of the fdcsib (flat detector controller system interface board) and troubleshooting confirmed that the fdcsib cannot be turned on normally. To resolve the reported issue, the fse replaced the fdcsib, and after the functional checks, the system was returned to use in good working order.

Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.